Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not working intermittently and received multiple no delivery. The customer¿s blood glucose level was 330 mg/dl at the time of incident. Customer reported that the time advances. Customer reports insulin exits the tubing. Customer reports insulin exits with the manual prime. The customer reported that the self test passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.